Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 22nd of may 2025 and 31st of october 2025 recorded a stable pacing impedance of 375 ohms and a slightly fluctuating shock impedance between 75 ohms and 90 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing as well as an ICD charging cycle, which was terminated. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted via home monitoring. During a follow-up the therapies were switched off. The lead will be replaced.